Event description:
It was reported to philips that the device has a display window blur. No patient involvement or negative patient impact was reported. Was clarified that the display was blurry.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a display window blur. No patient involvement or negative patient impact was reported.